Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms were noted. No damage to the pump was noted. The motor tested ok. The pump was received with light moisture on motor and dried insulin on motor slide. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with 16 shots of insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the motor error alarm occurred more than once in the last 30 days. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.